Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the audio on 5 but was not loud enough. Customer's blood glucose level was 17.8 mmol/l. Troubleshooting was not performed. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the displacement, rewind test, prime test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test and self test. Device communicated properly with test guardian link transmitter. No auto mode anomaly noted during testing. No audio anomalies or hardware low level failures error noted during testing. Audio levels changed when adjusted. No hardware low level failures error found in pump history file. Audio or vibrate anomaly or absence of alarm not confirmed. Hardware low level failures error not confirmed.(B)(4).